Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed a circumferential delamination at the sheath distal tip, the c-marker band is attached to the liner, deep scratches on sheath shaft, significant distal soft tip damage, and the sheath seam was fully expanded with no tears or stretching. Functional and dimensional testing was unable to be performed due to the returned condition of the device (seam expanded, liner delaminated at tip). During the manufacturing process, the esheath is 100% visually inspected and tested several times. The sheath shaft components and esheath final assemblies are 100% inspected, among other things, for the following: od and tip ID, proximal flare, wrinkles, kinks, bends or mechanical damage, circumferentially oriented surface defects, protruding or missing material, dents, cuts, crossing linking of hdpe (blue) across liner (clear), delamination, seam separation, working length, coating, and strain relief length, holes or tears on the strain relief and visual inspection of the tip for flash and excess material, as well as for the presence of proper scoring on the od and ID. In addition, 100% visual under minimum 3x magnification was also performed, including inspections for: witness lines with exposed liner, remnant lines (white lines), seam separation, stress lines(s) in the liner, notches on the bottom side of the liner when holding the housing in the left hand, flash and excess material, and serrated transition holes or rough surface of tears in the tip. Additionally, after sterilization the sheath is tested and inspected on sample devices from each lot during product verification (pv) testing. The samples were inspected for expansion force testing and visual inspection of the sheath for abnormalities both before and after insertion force testing. No failures occurred during product verification testing and the lot was released. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. The complaint for ¿sheath shaft ¿ resistance with delivery system, balloon catheter¿ was unable to be confirmed, as the sheath was returned fully expanded with tip delamination. However, the complaints for ¿sheath distal tip ¿ damaged¿ and ¿sheath distal tip ¿ liner delamination¿ were confirmed through visual inspection. No manufacturing non-conformances were identified in the returned device. Based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing processes supports that the esheath has proper inspections in place to detect issues related to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. The patient¿s access vessel was reported to be moderately tortuous and mildly calcified. As noted in the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. Calcification in the access vessel can interact with the sheath and delivery system during insertion, creating additional resistance. Scratches visible on the sheath shaft suggest that the sheath did interact with calcium. Tortuous patient anatomy can create sub-optimal angles that could result in a difficult pathway for advancement of the delivery system. The same patient factors could have contributed to the distal soft tip damage and delamination as well. As reported, ¿the balloon could only be retrieved back into the e-sheath with difficulties¿. Access vessel tortuosity could have caused non-coaxiality between the balloon catheter and the sheath, causing the balloon to catch onto the sheath tip. When withdrawal difficulty was encountered, the subsequent device manipulation and applied force could then have resulted in liner delamination and soft tip damage. Additionally, the soft tip could have been damaged by calcification during sheath insertion. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the c-marker band remained intact and did not embolized and no patient injury was reported. The complaint for sheath shaft ¿ resistance with delivery system, bc was unable to be confirmed, while the complaints for sheath distal tip ¿ damaged and sheath distal tip ¿ liner delamination were confirmed, but no manufacturing non-conformities were found in the returned sample. In this case available information suggests that patient/procedural factors may have contributed to the reported events. A review of complaint data for (B)(6) 2018 revealed that the complaint rate did not exceeded the control limit for the applicable complaint trend categories. No labeling or IFU inadequacies have been identified. Therefore, no corrective or preventative action is required at this time.

Event description:
Preliminary engineering visual inspection of a returned 16fr esheath revealed major distal tip damage, circumferential delamination of the liner, with the c-marker band was partially dislodged from the liner, but still attached. As reported by our (B)(4) affiliates, during a transfemoral procedure of a 29mm sapien 3 valve in the aortic position, insertion of the esheath was performed with difficulty, but was successful. A 25mm balloon valvuloplasty (bav) was performed and difficulty was encountered during removal of the bav catheter back into esheath. The commander delivery system/valve could not be ¿pushed through the esheath¿. The esheath tip appeared torn as noted on x-ray. The valve and commander delivery were removed through the esheath. Upon visual inspection of the valve, it was decided to crimp a new valve as the valve did not look ¿ok¿. The esheath was replaced and the procedure was completed successfully with a new delivery system and valve. Per report, the patient¿s access vessels were tortuous and calcified.